Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: the gore tag thoracic endoprosthesis instructions for use (IFU) states: strict adherence to the gore tag thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size. The gore tag thoracic endoprosthesis is designed to be oversized from 7 to 18%. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak. Table 20 of the sizing guide determines that the intended aortic inner diameter for the device(s) used in this procedure is 26-29mm or 32-34mm. The instructions for use (IFU) for the gore tag thoracic endoprosthesis states: "the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta." Additionally, the gore tag thoracic endoprosthesis instructions for use, states: the gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with a required minimum 20 mm healthy proximal and distal neck lengths. Additionally, the IFU warnings and precautions states: "failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the pt. Compliance with device sizing recommendations is critical to performance of the device."

Event description:
On (B)(6) 2009, this pt underwent endovascular treatment for a thoracic aortic arch aneurysm measuring 57mm in diameter. The pt was implanted with two gore tag thoracic endoprosthesis. The left subclavian artery (lsa) was intentionally covered during the procedure to extend the proximal landing zone. A proximal type I endoleak was detected intra-procedure and the physician elected to monitor the pt. The pt tolerated the procedure. It was reported that the pt's proximal neck length measured 14mm; which was the length between the left common carotid artery (lcca) and the proximal end of the aneurysm. The proximal neck diameter was reported to range 34-41mm, with the proximal landing zone diameter just distal to the subclavian, measuring 41mm. On (B)(6) 2009, the pt was discharged. On (B)(6) 2012, the pt underwent reintervention and a talent abdominal stent graft and zenith tx2 taa endovascular graft were implanted to treat the endoleak. There has been no subsequent follow up reported for this pt.